Event description:
It was reported in a literature article that patient having osteoporotic vertebral compression fractures underwent balloon kyphoplasty. According to the report the patient developed a re-fracture in the treated vertebrae after 7-10 days post-op.

Manufacturer narrative:
Literature citation:akihito minamide, and munehito yoshida."refractures of vertebral bodies after balloon kyphoplasty (bkp) against osteoporotic vertebral compression fractures". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the fracture on the dorsal side of the treated vertebrae got stable thereafter.